Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. A lead revision was performed, the lead was repositioned and the issue was resolved. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: e1: initial reporter country.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. A lead revision was performed, the lead was repositioned and the issue was resolved. This lead remains in service. No further adverse patient effects were reported.